Event description:
It was reported that pump displayed cartridge change error related to damaged or missing cartridge o-ring. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, filled new cartridge, inspected and cleaned pneumatic tap area, ensured cartridge was fully attached, and successfully completed load process and resumed insulin delivery.